Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2015. The proximal portion of the lead was returned, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted for unknown reasons. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.